Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) went on-site to evaluate the suspect device. Upon inspection, the fsr found that the fio2 (fraction of inspired oxygen) was consistently reading high. The fsr replaced the oxygen cell and performed calibration. The unit then passed all the user verification tests (uvts). The fsr reported the unit met manufacturer specifications. In addition, the fsr reported that the suspect oxygen cell was not returning for further evaluation.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported high fio2 (fraction of inspired oxygen) alarms while using the avea ventilator. The customer reported troubleshooting the o2 (oxygen) cell sensor, but the issue was not resolved. The issue occurred during patient use. The customer reported the suspect device was taken out of service and patient was placed on another known working ventilator. There are no report of patient consequence associated with the event.